Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of driveline comm fault alarms. Data from the reported event date 17aug2025 was reviewed for the submitted controller event log files, a driveline communication fault alarm activates at 12:03:37. The alarm was associated with a communication_b fault. The driveline is disconnected at 15:31:46, consistent with the reported controller exchange. The controller was powered down at 15:33:12. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. Log files following the controller and modular cable exchange revealed no recurrence of the driveline communication fault alarms. The system controller was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The returned modular cable was further tested and found to have wire fatigue and damage on the com b wire and is the root cause of the alarm. Additional information provided stated that the alarm resolved after the controller and modular cable were exchanged. The reported event was not correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having a driveline communication fault after waking up in the morning and the cords were twisted and the driveline looked bent. Log files were submitted for review and confirmed driveline comm b fault alarms on (B)(6) 2025. A modular cable and system controller were exchanged. Follow-up log files and connector photos were submitted for review which were normal.